Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the footrest pedal assembly to resolve the issue. Tested with monopolar and bipolar from erbe successfully. The system was also tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest pedal assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The unit was installed on the in-house surgeon side console (ssc) and tested with the in-house stapler. The unit had intermittent engagement issue. Visual inspection was performed and found wear and tear on the blue paint on both pedals and both glass windows show wear as well.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon noted the clamp and staple function was not working from the right hand. The surgeon was attempting to use sureform stapler 60 instrument on arm 4. The surgeon hopped onto the second surgeon side console (ssc) and continued with the procedure. Intuitive surgical, inc. Followed up with the initial reporter and confirmed that the procedure was completed robotically with no injury to the patient.